Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) defib conductor fractured; full lead in segments was returned for analysis. Testing revealed defib conductor distorted, outer insulation breached cut, outer insulation cosmetic depression, and lead stretched.

Event description:
It was reported that the lead had a high defibrillation impedance. The lead was explanted and replaced. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.